Manufacturer narrative:
On 15-mar-2021, mentor received additional information regarding the implantation date. Initially, the implantation date was reported as (B)(6) 2013. However, additional information revealed that the actual implantation date was (B)(6) 2013. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture, double bubble deformity, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with a 425cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. The patient stated that her left breast became very hard and moved upward. The patient had a consultation with a healthcare professional, and the patient was diagnosed with left-sided grade IV capsular contracture with double bubble deformity and grade iii ptosis. As a result, the patient is scheduled to undergo removal and replacement with an unspecified sientra breast implant on (B)(6) 2021.